Manufacturer narrative:
Age at time of event: 18 years or above. Device evaluated by MFR.: a promus elite ous mr 38 x 3.00stent delivery system was returned for analysis. A visual examination of the stent found stent struts damaged at the proximal end of the stent. Stent damage was noted in the mid-section with stent struts lifting. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 08mar2022. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the left anterior descending artery. A 38 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion the procedure was completed with a non-boston scientific device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.